Event description:
It was reported that the virtuoso implantable cardioverter defibrillator (ICD) measured increasing lead impedance values. The nominal lead impedance of 600 ohm increased to 1400 ohm and after the patient alert was triggered a lead impedance of 2050 ohm was observed during interrogation. Us FDA evenet description: it was reported that the right ventricular (rv) lead had increasing and high impedance, suspected fracture and calcification. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned in segments, analyzed and analysis was performed and no anomalies were found. It was also noted that analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Performance data collected from the device was analyzed. The weekly pacing lead trend data showed an increase of minimum and maximum right ventricular (rv) lead pacing from 808 to 3568 ohms peak between (B)(6) 2012. There was a patient alert for out of tolerance sub threshold lead impedance on (B)(6) 2012. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis; however, performance data collected from the device was analyzed. The weekly pacing lead trend data showed an increase of minimum and maximum right ventricular (rv) lead pacing from 808 to 3568 ohms peak between (B)(6) 2012. There was a patient alert for out of tolerance sub threshold lead impedance on (B)(6) 2012. (B)(4).